Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with pacemaker device experienced pain at the pocket site. The device function was normal and there were no issues with the device or leads. The device was repositioned and still remains in service. No additional adverse patient effects were reported.